Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, recommended replacement time (rrt) triggered on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected longevity. No pa tient complications have been reported as a result of this event.